Manufacturer narrative:
Device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the device history records (DHR) shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products. UDI section is unknown. No product information has been provided to date.

Event description:
It was reported that after a couple of hours the hme filter becomes saturated with moist and causes low oxygen intake. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.